Event description:
A distributor reported that a cartridge alarm, identified as alarm 20, occurred with a pump during use. There was no reported adverse impact to the customer's blood glucose level. Despite efforts by technical support to load a new cartridge, the alarm recurred, leading to the decision to replace the pump. The pump was under warranty, and the customer was advised to use multiple daily injections as backup therapy while awaiting the replacement. The customer was also instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label.